Manufacturer narrative:
The product remains implanted and is not available for evaluation. Therefore, the reported event was unable to be confirmed. No additional complications have been reported. It is possible that the issue was a result of the physician's technique as they had only previously implanted synthetic materials. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.

Event description:
It was reported about a month after the implant, patient experienced proliferation on the xenosure implant. They've previously used synthetic material, but switched over to biomaterial. No further complications or injury was reported to the patient.